Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. Results provided: (B)(6) 2022 sid (B)(6) = 60 / 2.1 ng/l, another alinity = 2 / 2.6 ng/l. (B)(6) 2022 sid (B)(6) = 97 / 9 ng/l, another alinity = 9 ng/l. (B)(6) 2023 sid (B)(6) = 56 / 1 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6), (B)(6), and (B)(6). This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of the historical performance of reagent lot 42711ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 42711ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Note: testing could not be performed since the complaint lot 42711ud00 is expired. Therefore, release data has been reviewed. Testing included three different levels (low, medium, high) quality controls and two panels. All values were well within the specifications. No shifted up or shifted down values were identified. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 42711ud00 was identified.